Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained too") and experienced abdominal distension ("swell belly") and procedural pain ("I'm still having pain on my right side"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, weight increased, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, medical device removal, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Fu(2) and (3) processed together. On 23-mar-2020: social media received : reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I', 3 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained too") and experienced abdominal distension ("swelly belly") and procedural pain ("I'm still having pain on my right side"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, weight increased, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, medical device removal, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.